Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The email rec'd for the study indicated that approximately seven months post-procedure, the pt experienced. Stent thrombosis. The male pt rec'd a 9 x 40 precise stent in the left common carotid artery in 2007. In 2008, the stent thrombosis was noted.